Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown stopcock extension set had a loose connection when used in conjunction with an unknown clearlink solution set. It was further reported "when the tubing was open, the connection at the stopcock was loose". This issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.